Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During our internal evaluation of the device, the technician observed incompatible components and damaged parts. There was evidence of an attempted repair of the device. Due to the device being tampered with, the investigation has been compromised. All of the compromised components and damaged parts were replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.